Manufacturer narrative:
Correction to initial MDR in fields. Should have been: the explanted device was not returned to bsn. Additional information was received that the reason for ipg replacement was the patient could not charge the second battery. It was also reported that there will be further clarification on the ipg malfunctioned or not because of two contradicting reports from the bsn sales representative and patient regarding physician's perspective on ipg functionality.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The physician did not suspect device malfunction and the allegation of malfunction was made by the patient. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that it was the physician who assumed that ipg had malfunction. However, there were no proofs that ipg had malfunction since there was no troubleshooting made. It was noted that the ipg had depleted and database analysis was unable to obtain proof of malfunction. No further information could be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The physician did not suspect device malfunction and the allegation of malfunction was made by the patient. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. Device malfunction was suspected. The patient was doing well postoperatively.